Event description:
A biomedical technician reported that the footswitch was not responding when depressed. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a new footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).